Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin under the lifevest equipment. Patient described the area as chaffing and rubbing of ribs along bottom seam of the garment. The patient has known sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse placed gauze between the garment and the skin irritation. Follow up indicated that the skin irritation improved.